Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping or scroll bar moving during testing. Unable to perform unable to perform the displacement, rewind, basic occlusion, occlusion, prime test and excessive no delivery and verify failed battery test and weak battery alarm due to button error alarm and no button response. No blank display during testing. No damage found on the lcd isolation tape noted. Also received with cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 167 mg/dl. Troubleshooting was performed. The device was returned for analysis.